Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/13/2017 with the following findings: review of the black box data revealed the last basal delivery was on (B)(6) 2017. The last bolus delivery was a 2.70-unit ez-carb normal bolus on (B)(6) 2017 at 09:01. The black box showed a temporary basal program on (B)(6) 2017 at 22:02 until (B)(6) 2017 at 00:53. The battery cap returned with the pump was noted to be within the required specifications, intact without damage and able to properly secure to the pump. The pump was powered on and exercised for 24 hours without power interruption, error, alarm or warning. Flow accuracy testing revealed the flow accuracy to be within the required specifications. The pump was opened for further investigation and did not reveal any evidence of damage, defect or contamination of the pumps interior components. Investigation did not duplicate the complaint and the pump was determined to be operating as intended and without malfunction.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged the patient experienced a blood glucose of 50mg/dl, with unsteadiness when standing and walking, and extreme fatigue, associated with an alleged inaccurate delivery issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, the reporter stated they ¿believe the pump is delivering accurately¿. The basal delivery totals in total daily dose did not match due to the suspend feature being used, and the customer had made changes to the basal program. The basal history matched the active basal program settings. The patient was able to deliver one unit via air bolus while on the phone with cts which was recorded correctly in the pump¿s history. The bolus totals matched and all were recorded as programmed. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with use error of the pump.